Manufacturer narrative:
An outside of united states (ous) customer reported dropped sample tubes on a advia labcell instrument. The customer has reconfigured their sample manager to only unload and the loading of samples were designated to an alternate sample manager to continue service. Siemens is investigating the issue.

Event description:
The customer reported that during a transfer of uncapped samples from the sample manager, a number of samples were dropped by the gripper on their advia labcell instrument. The number of samples compromised could no longer be under analysis and was possibly delayed. This report is being filed conservatively due to the limited information on the spilled samples. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00097 on 05apr2022. Additional information (09may2022): an outside of united states (ous) customer reported that during a transfer of uncapped samples from the sample manager, a number of samples were dropped by the gripper on a advia labcell instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the robot gripper assembly and verified it was operational and performing acceptably. The power supply voltages and cabling to the robot cabinet were checked and verified. All gates were acceptable, and the interface gate was cleaned. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.